Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. The insulin pump¿s history and trace files downloaded successfully using crest and thus software. The insulin pump received with critical pump error alarm after battery installation and pump error is confirmed in long trace files due to failed force sensor (-454.1mv at zero offset). The insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify no delivery alarm due to critical pump error alarm. The following were noted during visual inspection: scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. Customer stated they had recurring insulin flow blocked alarm however displacement verification test and high pressure test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.